Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope stent came off the guidewire and became lost when the doctor was placing a pancreatic stent (cook stent). The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. For this reason, the case was cancelled and the device was removed. The device was washed with the combination cleaning brush manual method, and then washed with the endoscopic reprocessor. The following day, the same device was used for an ercp case on a different patient. A cannula and other treatment tools were inserted without any problems, and the procedure was completed. There were no foreign objects found or dropped into the body during the case. The pancreatic stent, which had been lost from the previous procedure, was later found at the forceps port. The first patient the duodenovideoscope was used on (patient treated on (B)(6) 2024) did not have any particular infections. There has been no patient infection or suspected patient infection. Though one case was cancelled, no reports of any patient injury or serious deterioration in their health from the cancelled procedure. Additionally, though the device was used on a subsequent patient with a stent stuck from the previous procedure, there has been no indication of suspicion of infection in the subsequent patient.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.